Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference manufacturer report: 1627487-2018-01474, 1627487-2018-01475. It was reported the patient fell and began having issues with ineffective stimulation. A company representative met with the patient to interrogate the system and found high impedances. Reprogramming could not be attempted. Surgical intervention will be taken to address the issue.